Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device failed to extend. When the handle was operated, the plastic sheath near the handle detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief and the wire and catheter were kinked in the middle of the device. Further examination noted the catheter was also kinked in the distal section. The handle cannula was in good condition. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. Due to anatomical and procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device failed to extend. When the handle was operated, the plastic sheath near the handle detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.